Manufacturer narrative:
Additional information was received on 3/30/2016. The parent vessel diameter was below the indicated range of 2.0 and 4.0. The vessel measurement was 1.32mm. This may have contributed to the proximal movement of the stent experienced by the surgeon. Conclusion: as reported by the sunrise 2 study, subject 12-001 had stent-assisted coil embolization with an enterprise 2 stent (enc401600/10573760) placed over a basilar tip artery, saccular, un-ruptured posterior circulation aneurysm measuring 4 x 3.7 x 5 mm. It was reported that stent migration of the enterprise 2 vrd occurred. The stent had migrated 4mm proximally, but the stent was fully deployed across the aneurysm neck. There was no evidence of vessel stenosis or thrombosis. The site reported that this event was not associated with any immediate adverse outcome. The procedure was successfully completed, and the subject awoke from the procedure reported to be doing well. The event did not result in patient death, serious injury, clinically significant delay in the procedure or need for additional intervention. Neither the enterprise 2, nor the prowler select plus appeared damaged during the procedure, and the devices had been prepped and used as per the instructions for use (IFU). There had been no difficulty during deployment of the device, and the stent was well attached to the vessel wall and totally covering the aneurysm. There was no resistance between the devices. According to the study protocol, this event did not meet stent migration criteria; intra-operative movement of the stent is categorized as "stent movement". According to the physician, radial force and low friction at the vessel wall may have contributed to the stent movement. The parent vessel diameter was 1.32mmm, below the indicated range of 2.0 and 4.0. According to the investigator, this may have contributed to the proximal movement of the stent experienced by the surgeon. The device was not available to be returned for analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The event could not be confirmed without procedure films to review; however, stent migration/embolization are known potential adverse events associated with the device, is listed in the instructions for use (IFU) as such. The root cause of the event could not conclusively be determined; however, patient/vessel factors may have contributed to the event (small vessel diameter). The IFU states the recommended parent vessel diameter for this device could be between 2.0 and 4.0. There was no indication that the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant products: concomitant devices included prowler select plus (6065255fx/1704796) and penumbra coils. Medications include asa 100mg qd, metoprolol 47.5mg qd, atorvastatin 80mg qd, pregabalin 50mg qd, quetiapine 150mg qd, venlafaxine 150mg qd, and levothyroxine 25ug qd. (B)(4). Additional information will be submitted within 30 days of receipt.

Event description:
(B)(6) had stent-assisted coil embolization with an enterprise 2 stent (enc401600/10573760) placed over a basilar tip artery, saccular, un-ruptured posterior circulation aneurysm measuring 4 x 3.7 x 5 mm. It was reported that stent migration of the enterprise 2 vrd occurred. The stent had migrated 4mm proximally, but the stent was fully deployed across the aneurysm neck. There was no evidence of vessel stenosis or thrombosis. The site reported that this event was not associated with any immediate adverse outcome. The procedure was successfully completed, and the subject awoke from the procedure reported to be doing well. The event did not result in patient death, serious injury, clinically significant delay in the procedure or need for additional intervention. Neither the enterprise 2, nor the prowler select plus appeared damaged during the procedure, and the devices had been prepped and used as per the instructions for use (IFU). There had been no difficulty during deployment of the device, and the stent was well attached to the vessel wall and totally covering the aneurysm. There was no resistance between the devices. According to the study protocol, this event did not meet stent migration criteria; intra-operative movement of the stent is categorized as "stent movement". According to the physician, radial force and low friction at the vessel wall may have contributed to the stent movement. The device was not available to be returned for analysis.